Event description:
Patient reported a left side "leaking." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported a left side "leaking." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a left side "leaking." Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/mar/2024.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported a left side "leaking." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "leaking."